Event description:
It was reported that this right ventricular (rv) lead exhibited fracture and high impedance out of range in both polar and unipolar configuration. The patient was scheduled for a revision, nonetheless the physician decided to continue monitor patient. This rv lead remains in service. No adverse patient effects were reported.